Event description:
Patient wore home sleep testing device for one night. Reported having trouble with device all night. Stated had headache when she put the device on. Woke up the following morning with red spot on forehead that was sore and was in the middle where the sensor would have sat. The red spot progressively got worse throughout the day eventually blistering and seeping. Manufacturer name: (B)(4).